Manufacturer narrative:
We are waiting for additional information from the distributor.

Event description:
The laser system has the following problem: "fibers not found. Customer tried different fibers and unit still displayed fiber not found. Need new diode."